Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the zimmer osteotome broke off in the pt when doing an orthopedic procedure. The tip was left in the pt because retrieval would cause further damage.